Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 395 mg/dl, with high level of ketones. Additionally, the ketone level was identified as dangerous. To address the bg level, the customer cleared the alarm, and set a temporary rate of 120%. Additionally, the customer delivered boluses with the pump. During a follow-up call on (B)(6) 2017, a new cartridge was loaded and pump logs were reviewed, indicating no issues with the pump. It was confirmed that the customer's bg level decreased to 211 mg/dl and tested negative for ketones.